Event description:
This lead was capped and replaced due to inappropriate shocks possibly caused by an insulation compromise. Should additional information become available, this file will be updated.